Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity: unknown/ not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was residue/smears on the lens of the patient interface (pi). This was discovered after patient contact. The pi was switched out and the procedure was completed successfully. This report is 2 of 2.

Manufacturer narrative:
Additional information: the product was not returned within the returned goods packaging that was received therefore, no testing could be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.